Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and the alarm could not be cleared. Blood glucose value is unknown but it was reported as high. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump was unable to verify motor error alarm due to unresponsive button. The motor passed motor test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.